Event description:
It was reported that a patient experienced ruptured diverticulitis and peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the events. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j24015 and h11j20054 and no exceptions were observed that were related to the reported condition. The reported problems were not confirmed and no cause could be determined. No device malfunction or use error was identified.